Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that due to over-eating, the customer's blood glucose (bg) level was 300 mg/dl. A correction bolus was delivered via the pump to address the high bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.

Manufacturer narrative:
The customer reported to have discarded the cartridge.

Event description:
The customer reported to have had a blood glucose (bg) level of 86 mg/dl. Juice was consumed to address the bg level. The customer reported to have fainted. The cause of the bg level was not known.